Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was stuck and not open. The customer stated that they were unable to access the medication, and the user managed to get the medication from another source, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer got stuck and failed to open. A field service engineer (fse) resolved an issue where full-height drawer 6 on the main cabinet was not detected on the bus. The fse found no lights on the module controller, replaced the module controller and the retractor band, and then logged into the hardware test application to run a test. The drawer and cubie pockets were functioning properly. The system functioned as intended after the field service engineer repaired the device.